Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardiac defibrillator had exhibited crosstalk previously at the emergency room (ER). Programming changes were made at the ER. Patient condition was stable throughout.